Manufacturer narrative:
The scope has not returned to olympus for evaluation. The cause of the complaint cannot be confirmed. Potential factors in the stent being lodged in the scope were the failure of the clinician to verify stent placement in the first procedure, and inadequate inspection of the endoscope channel prior to the second procedure. As a subsequent corrective action, olympus endotherapy support specialist personnel performed in-service training of user facility personnel on how to inspect the endoscope channel prior to a procedure, including what equipment is specified for use in the inspection. The staff were also trained on how to verify stent placement in the patient. To mitigate against lodged material, the scope instruction manual advises running a test device through the scope prior to use: ¿insert the endotherapy accessory through the biopsy valve. Confirm that the endotherapy accessory extends smoothly from the distal end. Also make sure that no foreign objects come out of the distal end.¿ the instruction manual also has pre-procedure inspection of the imaging function itself and states that the endoscope operation should be stopped and the endoscope withdrawn if an abnormality is observed. The second procedure accordingly was canceled and the endoscope removed when the stent was discovered. A review of service history shows the device was last serviced by olympus in march 2016. The service included repairs to several areas of the scope.

Event description:
Olympus was informed that during a biliary stent placement procedure on (B)(6) 2018, the scope was used to deploy a boston scientific 7 french advanix biliary stent in a (B)(6) year old female patient with pre-existing choledocholithiasis. The clinician believed that the stent was deployed but instead the stent remained inside the scope undetected. It was also reported via voluntary medwatch mw5080812 that this first patient required hospitalization but had no adverse event. The scope went through reprocessing, during which the retained stent was still not detected or removed although a brush was passed through. The next day, the scope was used in a second ercp procedure involving a separate hydrotome device. When the hydrotome device was passed through the channel, it dislodged the retained stent, and the distal tip of the stent came into view. The procedure was then stopped, and the endoscope was removed. There was no reported injury, infection, or positive culture for the second patient following the second procedure. This procedure was cancelled and repeated at a later time.